Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that boston scientific technical services (ts) received a call about potential premature battery depletion. Ts informed that higher sensing due to chronic atrial fibrillation was the cause of the increased battery usage. The device and leads remain in service. No adverse patient effects were reported.

Event description:
It was reported that boston scientific technical services (ts) received a call about potential premature battery depletion (pbd). Ts informed that higher sensing due to chronic atrial fibrillation (af) was the cause of the increased battery usage. The device was later explanted due to normal battery depletion and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
A longevity calculation was completed and it was confirmed that the device did not meet longevity expectations. Device memory was reviewed and no faults or errors were noted. It was also noted that the device was high rate atrial sensing with prolonged high atrial rates. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Chronic high atrial rates, as occurred with this device, can reduce longevity in devices that are programmed ddd(r) with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing was determined to be the cause of the longevity being lower than expected.

Event description:
It was reported that boston scientific technical services (ts) received a call about potential premature battery depletion (pbd). Ts informed that higher sensing due to chronic atrial fibrillation (af) was the cause of the increased battery usage. The device was later explanted due to normal battery depletion and returned for analysis. No additional adverse patient effects were reported.